Event description:
It was reported that "plate and screws removed at c6-7, fusion was successful. Removed to make room for prestige artificial disc at c5-6. Before removal, the surgeon noticed one of the screws had gone through the plate posteriorly."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.